Event description:
It was reported that pump displayed malfunction 12, which had also occurred the previous year, and that pump reset restored normal operation on both occasions. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance on performing pump reset, and was advised that pump replacement would be necessary if malfunction recurred and could not be resolved with reset; customer acknowledged and understood these instructions.